Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3889-28, lot# va15lqk, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was no improvements in symptoms post implant. It was noted that there was no falls, bending, lifting or twisting immediately post-op. Office completed x-ray and ran impedance. The patient was scheduled for a lead revision and the issue was resolved at the time of this report. It was further indicated that on the x-ray in the office, the patient¿s lead was no longer in the correct place and impedance check indicated all electrodes >4000. Patient was scheduled for leads revision on the day of this report. Upon opening pocket system was noted to be infected. System was fully removed. The patient status at the time of this report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.